Event description:
The customer reported that after power switch overlay replacement the touchscreen is not responding. The customer reported that the unit was not in use on a patient. The issue was discovered during servicing. The customer contacted product support and was advised to verify all connections in the user interface (ui) assy, and to the power management (pm) pcba, are correct and seated. Product support provided part number for the touchscreen in case no connection issues were found. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later received, a supplemental report will be submitted.